Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 230 mg/dl at the time of hospitalization. The insulin pump was on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose by giving insulin using the insulin pump. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.